Event description:
The customer reported that the alarm sounds intermittently when the sensor belt is released. The customer reported that there was no visible damage to the alarm unit. This was discovered while in use with a pt but no incident or injury occurred. MFR report # 2020362-2010-00401 for the sensor belt report.

Manufacturer narrative:
(B)(4): the product has been requested for return but has not been rec'd. (B)(4).